Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-628a-xxxx: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits severe contamination, likely biologic; fiber tag is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the systems fiberlife mode began to activate continuously; there was no stone being hit and the fiber tip was no being embedded into tissue. The fiber was removed and the patient reported to be fine - there was no injury reported. The method used to complete the procedure was no reported.